Event description:
It was reported by the customer that during treatment cardiosave intra-aortic balloon pump (iabp) triggered a high-temperature alarm. No patient injury or harm. Subsequently, upon powering the device, error code 14 was immediately displayed

Manufacturer narrative:
E1 event site telephone is (B)(6). Updated fields: b4, b5, d9, g3, g6, h2, h3, h6 (investigation findings, type of investigation, investigation conclusions, component code), h11. Corrected field: e1 (event site telephone), h6 (medical device ¿ problem code). A getinge field service engineer (fse) was dispatched to evaluate the unit. The compressor was tested. The background logs showed that the temperature was too high. The heat sink and the scroll motor compressor (0119-00-0236) were replaced to fix the issue. The unit has passed the performance and safety standards specified by the factory.

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). Event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) unit displays error code 14 after powering on. There was no harm or adverse event reported.